Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred. There were target lesions located in the common femoral artery (cfa), tibial arteries, tibio-peroneal-trunk (tpt) and popliteal artery. The physician successfully treated all lesion and post-atherectomy angiography did not reveal any angiographic complications. The physician then performed balloon angioplasty, but post-angioplasty angiography revealed that the anterior tibial (at) artery had shut down due to distal emboli. The physician was able to resolve the embolization after two hours of additional intervention. The physician was unable to determine if the oad may have caused or contributed to the embolization. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.